Event description:
It was reported that implant at tooth site 19 was removed due to peri-implantitis. The patient was at general dentist's office (dr. (B)(6)) to check the crown as patient complained crown was loose. Area was spontaneously lost at that visit. Implant was placed elsewhere, but patient is having replacement in return by dr. (B)(6). Inflammation was reported as a result of the event. Additional appointment is required for grafting and future implant replacement for (B)(6) 2024.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight: unknown / not provided. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.